Manufacturer narrative:
The product has not been returned for eval. A message was left with the customer on 09/28/06, but not response has been rec'd yet.

Event description:
The rocker switch is sticking.